Event description:
Caller reported unintended release of the infusion set by the link assist plus device. Caller stated the needle or cannula got stuck and while her husband was trying to release it, the cannula shot across the room. No adverse event reported. Requested return of the alleged device for evaluation.

Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.